Event description:
One patient sample with discrepant free t3 (ft3) and free t4 (ft4) results. Initial ft3 result 36.4 pmol/l; repeated twice giving 37.3 pmol/l and 4.36 pmol/l (different methodology). Initial ft4 result 9.2 pmol/l; repeated twice giving 8.77 pmol/l and 10.66 pmol/l (different methodology). No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.